Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00017.

Event description:
It was reported that an anchoring plate became stuck during insertion into a cage. The surgeon removed the stuck anchoring plate and cage. The surgery was completed using a new cage and the other original anchoring plate that was not stuck. There was no reported impact to the patient. This is report two of two for this event.

Event description:
It was reported that an anchoring plate became stuck during insertion into a cage. The surgeon removed the stuck anchoring plate and cage. The surgery was completed using a new cage and the other original anchoring plate that was not stuck. There was no reported impact to the patient. This is report two of two for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type. Device evaluation: the returned cage was examined and found to be deformed due to binding with the plate. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an anchoring plate became stuck during insertion into a cage. The surgeon removed the stuck anchoring plate and cage. The surgery was completed using a new cage and the other original anchoring plate that was not stuck. There was no reported impact to the patient. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned. One photo was provided, however the detail of the photo does not allow for device evaluation. The complaint is unrefuted. Potential cause: root cause was unable to be determined. This event could possibly be attributed to misaligning the plate. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.